Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant, the leadless implantable pulse generator (ipg) exhibited a loss of pacing, even at maximum outputs. It was suspected that the device may have dislodged, and subsequently, the device was programmed off and a traditional ipg system will be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
09/20/2021: it was further reported that the ipg was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited increasing thresholds since it was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited increasing thresholds.